Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not verify the reported issue. The fsr checked base voltages and the ccm for loose connections. The fsr downloaded the data logs for further evaluation. The fsr installed a loaner ccm and the unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the central control monitor (ccm) boots up it stayed at the main screen, the ccm will not advance to the perfusion screen when requested. The perfusionist (ccp) tried it a few times and it didn't work. Later on, the ccp asked another ccp to try it and it worked fine. As a result, an alternate 8k perfusion system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed cursor to freeze up and not respond to touch commands during printed circuit interface (pci) flex cable agitation testing. Reconnection of pci flex cable restored proper functionality of touch screen. The pst observed the ccm to boot properly and function normally during functional testing and dual in-line memory module (dimm) stick agitation testing and inspection; no cursor freeze up observed. During pci flex cable agitation testing the pst observed cursor to freeze up and not advance to perfusion screen. The pst powered off the ccm, performed a precautionary cleaning of the pci flex cable connector utilizing alcohol and ionized air. He reinstalled pci flex cable and ensured firm robust connection and repeated pci flex cable agitation testing steps ten times. The pst observed cursor to advance to perfusion screen and all sub tabs to function properly each time determining the reconnection of pci flex cable restored proper functionality of touch screen. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.